Event description:
It was reported that there was programming difficulty after implant of the device. There were lead warnings which were not able to be substantiated, and there was also loss of capture. The pocket was reopened and the lead integrity was checked and found to be stable. The device was reimplanted with the leads firmly in the header but there were still issues with lead warnings and loss of capture, and the device switched to unipolar pacing. The device was removed and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.